Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation found the ceramic head insulation beak was broken. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to impact, dropping, shock or similar stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device " ceramic head is broken". The issue was found during service maintenance. There was no patient involvement in this reported event.